Manufacturer narrative:
The valve did not pass leakage and patency testing due to a tear on the top of the distal occluder, not in the reservoir as reported by the customer. This damage precluded all additional testing. It is unclear how or when this damage occurred. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve's reservoir leaked.